Event description:
Additional information was received that the handheld will be returned for analysis. Manufacturer is pending the handheld being returned for analysis.

Event description:
The handheld computer was received with an ac adapter, serial cable, v8.0 flashcard and with the main battery depleted. The handheld device was powered using the returned ac power supply with no anomalies. The handheld's main battery was fully recharged successfully using the power supply adapter. The power button light on the handheld computer was amber and then later turned green giving the indication that the main battery was fully charged. The handheld was powered-on continuously using only the main battery for more than an hour. At the conclusion of testing the main battery had a remaining charge of 75%. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
Additional information was received that the site handheld has not worked well for a year and a half. The battery did not last at all and they were needing to have it plugged in all the time otherwise it would not make it through a patient visit. The product is in transit to the manufacture for analysis.

Event description:
A physician in (B)(6) reported to their local representative that their (B)(4) handheld computer was having a problem charging and felt it was related to the handheld computer battery. The representative also felt that was the reason for the handheld computer not holding a charge. At this time the handheld computer will not be returned to the manufacturer.